Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen response was intermittent. It was observed that the keys would randomly get stuck and become unresponsive. The probable cause was due to a broken touchscreen. This was due to contamination on touch screen caused by fluid ingress which alerted the characteristics of the touch screen. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.